Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ICU after experiencing cardiac arrest. It was suspected that the device failed to deliver a shock. Upon interrogation, it was found that the device appropriately detected and treated vf episodes. The device functioned as programmed. The patient is in palliative care.